Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was not confirmed. It was also noted that there was damage on the connector seal. A probable cause could not be provided. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had a bad image. The event occurred during preparation for use for an unknown procedure. There were no reports of patient harm.

Event description:
It was reported that the camera head had a bad image. The event occurred during preparation for use for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.